Event description:
The user facility reported the device was involved in an incident with a patient laceration. The injury has been confirmed with the user facility.

Manufacturer narrative:
An investigation has been initiated based on the reported information.